Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient with an ulcer in her toe received pta (percutaneous transluminal angioplasty) as she was suspected to have severe lower limb ischemia. The procedure was performed via the contralateral approach to the target lesion of the ata (anterior tibial artery) through the narrow vessels from the sfa (superficial femoral artery) to the pop (popliteal artery), and after poba using a pta balloon with d. 3mm, satisfactory blood flow was restored. Crossing through the ata region was attempted first with a gladius guidewire (asahi intecc) and a carnelian micro catheter (tokai medical), but it turned out to be unsuccessful. The reported device was used only for dilation of ata. Dilation of the pop was performed using another balloon on the same day before treating ata. After that, the device successfully crossed the lesion with a labyrinth guidewire (piolax). For dilation, the reported device (amphirion deep d.2 mm*l.120 mm) was delivered, but it was unable to advance further when it passed the tortuous site in the ata. When the physician tried to pull it back, it was trapped in the lesion and resulted in removal difficulty. By exerting a force, the reported device was retracted to the middle segment of the sfa where the shaft was torn apart. As a result, the balloon and a part of the shaft remained inside the patient¿s body. Although the physician tried to collect the torn fragments using a snare and so on, it was unsuccessful. After the procedure was ended with a delay of over 30 minutes, the patient was transferred to another hospital where the fragments were removed by surgery. After removal of the fragments, the blood flow in the patient¿s lower limb has been moderately well. No treatment was performed for ata after the fragments were removed surgically. All the fragments were removed out of the patient's body.

Manufacturer narrative:
Device evaluation: the device was returned with a double plastic pouch. The device was found broken on the hypotube and on the monorail welding. Traces of blood detected on the device and the balloon appeared inflated. No traces of burst or cut detected on the balloon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.